Event description:
Dealer advised power knob on joystick is loose inside causing chair to cut off. Dealer advised enduser advised have to wiggle and play around with power knob for it to work. Dealer could not provide any further information.